Event description:
It was reported that during a surgical procedure conducted at the user facility, the spine mask was inaccurate. No adverse consequences or clinically significant procedural delays were reported with this event.

Manufacturer narrative:
Additional information: the complaint was confirmed based on the sales rep's evaluation. The reported event of accuracy issues can be confirmed because a stryker employee was present during event. It was identified that the mask wasn¿t completely attached to the patients¿ skin; the mask was in the air where movement is likely. No product failure identified. Device was evaluated in the field.

Event description:
It was reported that during a surgical procedure conducted at the user facility the spine mask was inaccurate. No adverse consequences or clinically significant procedural delays were reported with this event.